Event description:
The reporter stated that she did back to back blood glucose testing, one test after the other, using different finger sticks and strips. Her results were 170, 220, 225 and 195 mg/dl. She did not have any symptoms. Control testing was not done due to lack of solution. The lifescan rep reviewed qc procedures and discussed meter/lab testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8